Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated they did not known what actions were being taken. No further complications were reported/anticipated.

Manufacturer narrative:
Please note the aware date for this event is (B)(6) 2019 and not on (B)(6) 2019 as previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with the healthcare professional (hcp) reported the rep became aware of the event in the operating room on (B)(6) 2019. The event was first observed on (B)(6) 2019. The hcp reported the event to the rep. It was noted that the event has not been resolved. The patient's weight was unknown. It was noted that the device was discarded. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported the patient's pump was explanted on (B)(6) 2019. A new pump was not implanted due to an infected pump pocket. No further complications were reported or anticipated.